Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure of the device to charge its internal battery was observed. The ventilator's internal battery was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. The device was not in pt use.